Manufacturer narrative:
Device evaluation summary: biocompatibility test to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male patient contacted zoll customer support to report that the pt is developing a very bad rash on his back, and it is starting to open up. Patient's wife asked if the pt could wear a bandage underneath the lifevest. Zoll customer support advised that if the bandage would be directly under the therapy electrodes, the alarm would go off. Zoll customer support also recommended seeking medical advice. No additional follow-up documented.